Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had a stroke potentially due to thrombus. Patient recovered.

Manufacturer narrative:
(Approximate age of device: 328 days). The report of a stroke potentially related to pump thrombus could not be confirmed. The information available to the manufacturer indicated that the patient recovered and continued on lvad support. Approximately 11 days after this reported event, the patient underwent a pump exchange to another lvad (reference manufacturer¿s medwatch report # 2916596-2013-01003). The explanted pump was returned for evaluation and no evidence of deposition or thrombus formation was found within the pump. In addition, the evaluation of the returned device did not reveal any abnormalities that would have contributed to the reported event. Although a direct correlation between the device and the reported event could not be determined, the device¿s approved labeling lists device thrombosis and stroke as adverse events that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
While at the hospital reviewing historical records, the manufacturer's clinical representative determined that the event of (B)(6), 2013 had not veen reported to the manufacturer. The patient remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.